Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
In (B)(6) 2010, the patient began treatment with dianeal unknown and extraneal viaflex (doses and frequencies not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). In (B)(6) 2010, the patient began capd treatments with dianeal unknown and extraneal viaflex (doses and frequencies not reported). In (B)(6) 2010, the patient began capd treatments with dianeal unknown and extraneal (doses and frequencies not reported). In (B)(6) 2010, the patient began capd treatments with dianeal unknown and extraneal (doses and frequencies not reported). On (B)(6) 2010, the patient experienced cloudy peritoneal dialysis fluid and abdominal pain. On (B)(6) 2010, the patient began remedial therapy consisting of a two week course of teicoplanin (20mg, frequency and route not reported) and levofloxacin (125mg, daily, route not reported). On (B)(6) 2010, the remedial therapies ended. On an unreported date, the cloudy peritoneal dialysis fluid was reported to have cleared. The event of abdominal pain was reported as persisting for several days. The cause of the cloudy peritoneal dialysis fluid and abdominal pain was unknown. Dianeal unknown and extraneal viaflex therapies were reported as ongoing. The physician did not provide a statement of causality for the cloudy peritoneal dialysis fluid and abdominal pain.